Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days after a cardiac ablation procedure, the patient experienced an acute episode of altered awareness lasting approximately 20 minutes with word-finding difficulties, memory difficulties, and pressure over the parietal region of the cranium, without loss of consciousness, tongue biting, jerking movements, incontinence, or persisting focal neurology. The patient was hospitalized for four days and underwent blood tests showing a normal full blood count with mildly elevated liver function tests, an electrocardiogram showing sinus rhythm, and brain computed tomography and magnetic resonance imaging that showed no acute abnormalities or acute intracranial pathology. Neurology inpatient review assessed the event as a partial seizure with retained awareness on a background history of epilepsy, and an oral anticonvulsant (anti-seizure) medication) was increased. The patient remained well and seizure free throughout admission and was discharged with a plan for outpatient neurology follow up. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed.